Event description:
A (B)(6) female pt nurse contacted zoll customer support to report that her electrode belt connector broke and the pins in the connector became bent, with one pin missing. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (broken trunk connector/bent and missing pins) has been confirmed. As received, the trunk connector housing was broken, the locking nut was missing, the connector pins were bent and one pin was missing. The missing locking nut is a result of the broken connector housing. Without the locking nut, the belt will not secure into the monitor. The root cause of the broken connector housing cannot be positively identified, but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.